Manufacturer narrative:
(B)(4). Date sent: 12/228/2023. Additional information received: in this particular instance, surgeon noted that ¿post operative bleeding in patient stool¿ was the concern. Intraoperative bleeding nor leaks were found and did not need to be addressed.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Case was low anterior resection. Surgeon did not specify exact diagnosis. Did the patient receive any preoperative chemotherapy or radiation? Surgeon did not specify. Were there any issues experienced with the device in the initial surgical procedure? No. What is the nurses experience with the device? Staff has been using device at facility for years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon noted usually goes to middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did not indicate. Were there any issues with device use/firing? Surgeon did not indicate. What confirmation was received that the device completed the firing sequence? Check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Surgeon did not specify. He noted he fired device as normal. Was there any difficulty removing the device? Surgeon did not indicate that there was. Was a complete transection of the white breakaway washer visually confirmed? Surgeon said no issues with device during firing. Were the donuts inspected? If so, please describe. Surgeon typically inspects donuts and noted that he followed normal protocol. Were there any issues noted with staple formation? If so, please describe the shape and location. Surgeon did not indicate poor staple formation. What was the total estimated blood loss (ml)? Was not disclosed. Was a transfusion required? Was not disclosed. How was the bleeding addressed? Was not disclosed. Surgeon only noted bloody stool postoperatively. What was the pre and postoperative anti-coagulant and pain management protocol? Was not disclosed. Surgeon only noted bloody stool observed postoperatively. Was the bleeding intraluminal or extraluminal? Was not disclosed. Surgeon only noted bloody stool observed postoperatively, indicates likely intraluminal. What is the current patient status? Surgeon did not note adverse patient status. Surgeon (dr. Lodha) let our team know in august of 2 post-op bleeds following use of cdh29p in robotic low anterior colectomies. Surgeon noted that both cases intra-operative bleeding at staple line was not an issue, there was no mechanical failure with either stapler. Surgeon noted in both cases that leak test was performed and no leak was found. Here in december, surgeon informed us of another post-operative bleed on a patient that did not experience intra-operative staple line bleeding, and again had a successful leak test performed. Surgeon has requested a clinical conversation with medical affairs with to understand further what is taking place and why. We discussed conducting an mir, but instead felt it would be beneficial to have engineering involved in the discussion. Surgeon has continued to use the stapler and has expressed that he still believes in the device, but that he wants to understand why this is happening and how to avoid. The surgeon did not have to do additional surgery in 001501216. Typically uses robotic stapler. Typically 2 firing distally. Purse string technique whip stitch trans abdominally extracorporeal. No staple formation in any procedure. For closure he is not using the staple technique of closing, waiting 15 seconds and then tighten down more. That will be discussed more during the external call with the surgeon. The surgeon does hold for over 15 seconds before firing but does not retighten after the 15 seconds. Surgeon did not indicate that he was allowing residents to firing device. Steve went over what the IFU does say about firing technique. Next steps the reps will talk locally to the surgeon to go over the IFU in detail. Then they will see if the surgeon will want to do an external call.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. Additional information received: in august surgeon had patients with diverticulitis. One bled and eventually had a leak. Was able to get to endo-vac and converted the colostomy 3 months ago. The other bled in pacu and it was addressed by placing a clip on it. Surgeon is pleased with the thickness of the donuts produced by the powered device. He is seeking insight on the leak issues experienced. He had been noticing a little more oozing with the powered stapler. Started examining his technique to determine if that was the issue. Did not identify anything. Their practice is to always look at anastomosis with flexible sigmoidoscope intraoperatively and add additional stapling if needed. He was still experiencing the leak after performing these tasks. In effort to address, they switched to the black stapler and have not had the issue experienced previously. They switched to the manual stapler (black), waited the 30 seconds and have not been experiencing the oozing. Since using different stapling system with the minor adjustments, they haven¿t had issues with leak/bleeding where they have had to add clips. Was there a possibility of crossing staple lines? Per the surgeon, since these are mostly diverticulitis patients, they ensure they are in good tissue range prior to firing. He takes care in mobilizing and placement of the tissue. Was there more oozing with power vs. Manual stapler? Yes, had more significant bleeding with powered vs. Manual. Was anything done different? No, try not to over tighten. No noted issue with tightening the tissue. Moved to manual and waited the 30 seconds. Not sure if they had practice that with the powered. Are procedures lap, robotic or open? One more than the other? 70% robotic, 30% open. No lap.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. Additional information was requested and the following was received: we discussed his closing technique. He has used the cdh29p since its introduction to the market 3+ years ago, and noted that he has never adjusted or changed his technique closing, and thus is curious as to why outcomes are differing. He did note closure wise that he does not close rapidly, typically goes down to halfway on the tissue thickness indicator window, or until finger tight, whichever comes first.

Event description:
It was reported that during a colon resection the device fired properly, no leaks, no excessive bleeding, but post-op it was notified from dual sample was bloody stool from the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 4/1/2024 additional information received; the surgeon does tighten according to the idp.